Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jul/2015. The events of lump/noodle, inflammation/irritation and visibility/palpability will remain reportable. Are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump/noodle, inflammation/irritation and visibility/palpability will remain reportable.

Event description:
Patient reported experiencing "hardening of the breast", "hard knots or lumps surrounding the implant or in the armpit", and "unusual pain, tingling, swelling, numbness, or burning of the breast." Device has been explanted. Side was not specified, this record is for the right side.